Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, after sterilization, it was noticed that the following wood handle screwdrivers had a leaking dye; one (1) cruciform screwdriver with holding sleeve, ten (10) small hexagonal screwdriver with holding sleeve, one (1) large screwdriver, one (1) cannulated hexagonal screwdriver, and five (5) star drive screwdriver. All these wood handle screwdrivers are leaking dye into the trays as they have been through countless sterilizations and been in circulation for many years. There was no patient involvement. This complaint captures (8) eight out of 18 devices, remaining devices are captured under related complaint (B)(4). This report is for one (1) star drive screwdriver. This is report 7 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the stardrive(tm) screwdriver t15 (p/n 314.115 lot 6855761) was received showing the phenolic le grade handle discolored and worn, consistent with repeated reprocessing cycles over the part¿s lifetime and normal wear. No evidence of leaking dye was observed on the device or handle, therefore, the reported complaint is not confirmed. The discolored handle is a potential end of life indicator for the instrument from normal wear and reprocessing over the part¿s lifetime. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 314.115. Synthes lot # 6855761. Supplier lot # na. Release to warehouse date: 16 jan 2012. Manufactured by synthes jennersville. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.